Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-342, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-1884.